Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor is usually 100 points off and their blood glucose value has been 49 to 130 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer indicated that they have had bent cannulas in the past. Troubleshooting was declined for threshold suspend. Troubleshooting advised customer to call back if necessary.